Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The visual and microscopic inspection of the cuff found the shell was worn from wear at a fold. Examination of the pump found no abnormalities and passed the leak and functional testing. The balloon passed leakage test, visual and microscopic inspection, but did not pass the functional testing performed. Based on the information available, the reported allegations are known inherent risks and the balloon not performing within product specifications could affect product performance.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician did not find any specific device issues, but replaced the entire device due age of the device and incorrect size of the cuff. The aus device was explanted and replaced with a resized cuff. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus cuff was resized and replaced. There were no additional patient complications reported.